Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated mdrs #1225714-2014-00905 and 1225714-2014-00906.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event on an unknown date after the use of the product.